Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep called to follow-up on this case. The rep indicated that they were able to connect to the ins with the clinician tablet, they confirmed that the implanted system did not have any impedance issues and the therapy programming was appropriate. The patient's recharger was not connecting to the ins. They were getting the passive recharging mode and it would run until the controller would display a message that said unable to recharge. They would then repeat the passive charging process without being able to start a normal charging session. The caller indicated that the recharger relay box would get hot during the charging sessions. Tss placed a request to send a new recharger to the patient.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient was having a hard time charging their implant (ins) and added that they also switch to group b to c and it was not holding the "stimulation number"- agent clarified and patient confirmed it's the intensity. They said that initially they will set it at 1.8 then when the controller locked it will be back to 0. Patient explained that when they are charging their implant they will enter a passive recharge mode and they will get 90+ middle number they after that they will received an error. Patient was unable to confirmed what error message they get. Patient also added that every now and then it will go to charging page right away, however, it is getting worse. Patient charged their ins last night but does not have the recharger at the time of the call. Agent reviewed information on programming intensity. Agent advised to call back once external device is available.